Manufacturer narrative:
Additional information was added to b5, h4, h6, and h11: b5: this event occurred after filling prior to patient use. H4: the lot was manufactured between march 22, 2023 ¿ march 23, 2023. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed, and two drops of fluid falling out of the upper area of the folfusor device when the device was positioned upside-down were observed which suggests possible leak. The exact location of the leak at the upper area of the device could not be determined. The reported condition was verified. The cause of the condition could not be determined; however, the probable causes of this leak report may be use-related or manufacturing-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked from the "elastomer head." The leaks were observed during preparation. There was no patient involvement. No additional information is available.